Event description:
The brake assembly is weak in the following areas: aluminum brake handles break. The wheel lock lever, rivet pivot point elongates with use so the brake cylinder will not engage the tire. The wheel lock brake cylinder knurling (knurled (B)(4)) wears down after contact with the rubber tire making it unusable (contact polishes the knurling off) individual spare parts are not available. An entire brake set for both right and left brakes must be purchased if one of the above occurs.